Manufacturer narrative:
The device was returned as part of a recall. Service findings revealed the unit passes the capacitance test and meets all manufacturing specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received. Based on information obtained the device is included in the rfg-nt-2000 recall issued by abbott on 11 september 2023.

Event description:
It was reported that this device was identified as being serviced using a tool that was subsequently found to be out of tolerance and therefore may not have provided accurate results for potential capacitance failure.